Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 10 atmosperes, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.